Manufacturer narrative:
No unexpected alarm or external ram crc error alarm were noted. The pump passed unexpected error test and self-test. The pump was received with displayable history crc check failed at startup alarm in the history file. The pump was received with an alarm due to corrupted history file. The pump was received with cracked case at display window corners and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the lower left and lower right of the display on the insulin pump has a crack. The customer's blood glucose reading was unknown. The customer will be sent a replacement pump.